Manufacturer narrative:
Based on the information available, no conclusions can be made as to what if any extent the capsure device caused or contributed to the patients postoperative course (seroma). The information is limited to the journal article. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2020) is provided as an estimate based on the available information. This MDR represents the capsure straight. An additional MDR was submitted to represent the ventralight st w/ echo 2. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: "laparoscopic intraperitoneal mesh repair of a large incisional hernia in a kidney transplantation patient: a case report". The article reports a case regarding a large incisional hernia in a 73-year-old kidney transplant patient being successfully treated by minimally invasive laparoscopic ipom repair. The article notes that the kidney transplant was performed when the patient was 40 years old and has been maintained on immunosuppressive therapy with prednisone and tacrolimus. Fifteen years post-transplant, the patient was diagnosed with an incisional hernia in the lateral aspect of the transplant incision that had gradually and painfully increased in size. The complex hernia repair (at age 73) was completed using a bd/bard ventralight st with echo 2 mesh, fixated using a bd/bard capsure straight fixation device. As reported ¿postoperatively, a subcutaneous seroma developed in the dead space of the incised hernia and resolved 10 weeks later without intervention. Although the bulging was mildly admitted, the abdominal wall almost returned to its original state, and the patient's body contour improved. One year after the operation, the patient has not experienced any obvious recurrence.¿ this file represents capsure straight.